Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was noted that the atrial lead exhibited less than 100 ohms impedance. The lead was replaced.